Event description:
It was reported that a patient underwent a endoscopic intracranial lesion biopsy, preparation of third ventricular floor fistula, transparent septum fistula, and ventriculoperitoneal shunt procedure on (B)(6) 2025 and absorbable hemostat was used. The patient underwent surgery and received hemostatic gauze to stop bleeding from the wound. However, when opened for use, the foreign object was found, posing a potential risk of infection to the patient. The doctor immediately replaced the spare hemostatic gauze for the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: ¿ where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) ¿ please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? ¿ what was the texture? ¿ are there any photos of the foreign matter available? ¿ is it possible that the foreign material fell into packaging upon opening of device? ¿ was the product seal on the foil still intact when the package was opened? ¿ was the faulty product used on the patient? ¿ was the procedure completed without any adverse effect to the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.